Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery and power management board needed to be replaced to address the issue. The device failed steps during testing. The device needed to be recalibrated to address the issues.

Manufacturer narrative:
The customer rejected the repair estimate and the device was scrapped, per the customer's request.